Event description:
It was reported that the handpiece had a homing failure. It was difficult to get the fully assembled drill into the handpiece. It took more force than usual to get it fully locked in, which made me think the blue extension on the front of the handpiece was bent in some way. The handpiece, drill, and long attachment were replaced, after that, the case started. The devices were not being used with a patient during the event.

Manufacturer narrative:
H10 h3, h6: the navio handpiece, used in treatment, had an issue when the drill disconnected easily from the handpiece during a procedure. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The handpiece does not hold the drill secure and the drill can be easily rotated out of the snap lock. The wave spring in the snap lock does not appear to be compressed. This is caused by an inconsistent gap surrounding the wave spring, plungers, and plunger holder on the snaplock assembly. The root cause of this issue was found to be insufficient specifications. A device history record review found the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports.